Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the "image flicker / no image" issue when the cable was manipulated near the connector. The camera image quality test was performed and failed. The technical service representative attributed the "no image, intermittent image" issue to cable failure. Since the customer had already received a replacement glidescope spectrum smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would flicker and then would go black. The customer was able to isolate the issue to the spectrum smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.